Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump reservoir had leak at the o rings. Customer was unsure if the leak pass 1st and 2nd o ring. Customer's blood glucose level was 33 mmol/l at the time of incident. Customer's current blood glucose value was 12.2 mmol/l. The reservoir will not be returned for analysis.